Event description:
It was reported that they were getting a non-recoverable system error (alarm 80) on an arctic sun device. Advised nurse to cycle the power, press continue current patient and resume therapy. If alarm did not return it was okay to continue therapy. If alarm persisted, it was told to send the device to biomed for evaluation. No additional alarms during call.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting a non-recoverable system error (alarm 80) on an arctic sun device. Advised nurse to cycle the power, press continue current patient and resume therapy. If alarm did not return it was okay to continue therapy. If alarm persisted, it was told to send the device to biomed for evaluation. No additional alarms during call. Per follow up via phone on 29dec2023, spoke with nurse who confirmed issue did occur during patient use, but alarm did not persist after reboot. Therapy completed and device has remained in service. Nurse denied any repair or assessment.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a non-recoverable system error (alarm 80) on an arctic sun device. Advised nurse to cycle the power, press continue current patient and resume therapy. If alarm did not return it was okay to continue therapy. If alarm persisted, it was told to send the device to biomed for evaluation. No additional alarms during call. Per follow up via phone on 29dec2023, spoke with nurse who confirmed issue did occur during patient use, but alarm did not persist after reboot. Therapy completed and device has remained in service. Nurse denied any repair or assessment.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.